Manufacturer narrative:
Recurring incontinence was reported. The ams800 occlusive cuff was visually inspected. There was a leak in the occlusive cuff shell that was the result of fatigue at a fold. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. .

Event description:
It was reported that due to reoccurring incontinence and patient dissatisfaction the patient had his artificial urinary sphincter (aus) removed and replaced. It was also added that a small puncture in cuff area folds when the cuff is inflated. The aus was explanted and a new device consisting of a 4.5 cm cuff and 5.5 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to reoccurring incontinence and patient dissatisfaction the patient had his artificial urinary sphincter (aus) removed and replaced. It was also added that a small puncture in cuff area folds when the cuff is inflated. The aus was explanted and a new device consisting of a 4.5 cm cuff and 5.5 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.